Manufacturer narrative:
(B)(4). Medical product: vanguard (tm) knee distal femoral peg catalog # 183099, lot # 285850; biomet interlok fixed I-beam tibial plate with locking bar catalog # 141222, lot # 875980; biomet series a standard patella catalog # 184764, lot # 662110; vanguard (tm) dcm ps plus tibial bearing catalog # 183724, lot # 707590. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05000; 0001825034-2018-05001; 0001825034-2018-05003; 000125034-2013-05124.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent irrigation and debridement on (B)(6) 2010 due to wound dehiscense and superficial infection. No products were removed or replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.